Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device received at manufacturing site for evaluation. Device history lot : part # 314.05, synthes lot # 5089339, supplier lot # na, release to warehouse date: 03 oct 2005, manufactured by synthes brandywine, no ncr's were generated during production. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary background: it was reported that on (B)(6) 2019, during an unknown procedure there was a stripped cannulated hexagonal screwdriver in a case. The surgeon was pre-drilling a pelvic ring fracture, using a transsacral foley cannulated screw in the cannulated screwdriver. He hit the hard bone trying to advance the screw. The screwdriver head bent a little causing the surgeon to think that the screw had straightened on the hard bone. He was having difficulty advancing the screw. The screwdriver had to be replaced. The screw was backed out and a different screwdriver was used from the set that was already open. The surgeon drilled further and then re-inserted the screw. There was a minimal surgical delay. Procedure outcome is unknown. Patient status is unknown. Flow: damage: visual (appearance not as expected): visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of a twisted distal hexagonal cannulated tip, which agrees with the reported complaint condition. The distal hexagonal cannulated tip is significantly twisted in the direction of resistance encountered during screw insertion. Visual examination under 10x magnification at cq also identified that the cannulated hex walls have cracked in several areas and have collapsed internally at the distal edge. No fragments appear missing. Additionally the handle is worn. The received condition does agree with complaint description. Document/specification review . The following drawing(s) was reviewed; cannulated hexagonal screwdriver assembly; 314_05 revs h/n. Screwdriver shaft component; 314_05_1 revs d/h. A device history review, was performed for the returned instrument¿s lot number, and no ncrs, no mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: a definitive root cause for the post manufacturing damage could not be determined based on the provided information. The most likely cause is cumulative wear and rough handling for the returned 13+year old reusable cannulated instrument. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, there was a stripped cannulated hexagonal screwdriver during open reduction and internal fixation (orif) of the pelvis. The surgeon was drilling a pelvic ring fracture using a transsacral foley cannulated screw in the cannulated screwdriver and a hard bone was hit while trying to advance the screw. The screwdriver head bent a little causing the surgeon to think that the screw had straightened on the hard bone. There was difficulty advancing the screw. The screw was backed out and a different screwdriver was used from the set that was already open. The surgeon drilled further and then re-inserted the screw. Procedure was successfully completed with a thirty (30) second delay. Patient status was reported as stable. Concomitant device reported: unknown cannulated screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.